Event description:
Healthcare professional phoned in with questions on another subject. During the conversation, he expressed a concern regarding an impingement he had encountered during a med hall implant in 1988. He did not have many details of the event.